Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called with her daughter for assistance in programming the insulin pump. The daughter then stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 200 mg/dl. The customer had delivered a bolus, but did not eat anything. The customer and daughter declined to perform any troubleshooting. Nothing further was reported.